Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and diminished r-wave sensing. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for failure to capture and diminished r-wave sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead explant procedure. Prior examination of the rv lead had revealed failure to capture and diminished r-wave sensing, indicating rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.